Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER with complaint that the device was burning her chest. Visual inspection showed no burning. Upon interrogation, several inappropriate therapies were found due to noise on the rv lead. The lead was explanted and replaced.